Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 37 mg.dl. Reportedly, the customer alleged that the basal iq feature was turned off and the customer continued to receive insulin when bg was low. Gummies were consumed to treat bg. Review of the pump data logs by tandem technical support verified that the basal iq feature was functioning as intended and the customer was not receiving insulin at the time of the low bg event. Multiple attempts were made to relay the information to the customer; however, the customer did not respond.